Event description:
Customer reported receiving "normal" range readings while experiencing hyperglycemia. Customer had diarrhea and vomiting and was transported to the hospital. The hospital provided a reading with another unknown brand meter with a result of 39 mmol/l. A comparison reading on the precision xtra was 18 mmol/l.